Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes and return of the device are needed to fully investigate the event. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control.

Event description:
Revision of left total knee. The revision was an I&d due to infection. The insert was removed to access the back of the knee for debridement. No further information is available from the doctor or hospital.